Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states that the seat upholstery is not holding up on the chair. Where the velcro is stitched is all pulling, one of the inserts on the seat frame. Updated information: the end user stated there are not tears in the upholstery itself. End user stated that the issue is with the stitching in the velcro around the upholstery. He states that the borderline stitching, around the loopholes, is coming apart and he has to get new upholstery.